Manufacturer narrative:
There was no definitive cause identified for the magnesium result issue. A preanalytical sample issue cannot be ruled out as a potential cause. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated architect magnesium result of 2.6508 mmol/l was generated for a patient (sid (B)(6)) on (B)(6) 2019. The sample retested at 0.8992 mmol/l, 0.9043 mmol/l and 0.9063 mmol/l. The customer's normal range for this patient is 0.66 - 1.07 mmol/l. No adverse impact to patient management was reported.